Event description:
Incident reported by australian distributor. During a procedure, the control syringe disconnected from the manifold and air was injected down right coronary artery. Pt experienced a short incident of chest pain, but fully recovered. The product was not retained.